Manufacturer narrative:
Codes: f2203, f2201. The reported events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: a patient experienced ¿large circumferential pericardial effusion¿ and ¿diagnosis of breast implant-associated anaplastic large cell lymphoma" (histopathological markers not reported). Article citation: patel a, reddy n, grzeskowiak m, et al. "Enhancement to effusion: breast implant-associated anaplastic large cell lymphoma." J am coll. Cardiology., vol. 81, no. Issue 8, suppl. A., 07 mar. 2023, pp. 1452-099., https://doi.org/10.1016/s0735-1097(23)03636-7.

Event description:
Through the article, "enhancement to effusion: breast implant-associated anaplastic large cell lymphoma," healthcare professional (hcp) reported a patient experienced ¿large circumferential pericardial effusion¿ and ¿diagnosis of breast implant-associated anaplastic large cell lymphoma.¿ hcp additionally reported patient experienced "raynaud¿s and asherman¿s syndrome," ¿pleuritic chest pain,¿ ¿fevers, and chills¿; these events are not considered device related. Manufacturer of the device is unknown. Histopathological markers confirming alcl have not been received. This relates to an unknown side. Device has been explanted.